Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2016 - pt was interrogated with an "elevated power consumption" message. Walked the rep through a reset. Device remains implanted. Device is functioning normally. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an elevated current consumption, confirming the clinical observation. However, based on the information available for analysis the root cause of this observation could not be determined. Should further relevant information become available, this investigation will be updated.

Manufacturer narrative:
On (B)(6) 2016 - pt was interrogated with an "elevated power consumption" message. Walked the rep through a reset. Device remains implanted. Device is functioning normally. On (B)(6) 2016 pt interrogated with" elevated power consumption" error. Rep was walked through a successful reset. Data will be sent to (B)(4). On (B)(6) 2016 - device explant recommended by the manufacturer.

Event description:
Device error upon interrogation : elevated power consumption. Went through a cu reset and device tested fine and is working with normal values. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2016 - pt was interrogated with an "elevated power consumption" message. Walked the rep through a reset. Device remains implanted. Device is functioning normally.

Manufacturer narrative:
On (B)(6) 2016 - pt was interrogated with an "elevated power consumption" message. Walked the rep through a reset. Device remains implanted. Device is functioning normally. On (B)(6) 2016 pt interrogated with" elevated power consumption" error. Rep was walked through a successful reset. Data will be sent to berlin. On (B)(6) 2016 - device explant recommended by the manufacturer. On (B)(6) 2017 - this ICD was explanted on (B)(6) 2017. We received a device evaluation. Upon receipt, the ICD interrogation revealed the battery status mos2. The device was implanted for 28 months and 14 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be higher than expected. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged. This caused an increased current consumption, leading to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. However, there was no sign of any inconsistency during the manufacturing process. The therapy functionality of the device was available at any time while the device was implanted and in service.